Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was on friday the patient met with their healthcare provider and manufacturing representative  for reprogramming. The patient said that they did not feel anything when the representative was trying to reprogram them but over the weekend they think that the stimulation is going down their leg and into their foot. Patient said that their foot and stuff has been bothering them. Agent reviewed option to decrease stimulation to see if that helps with the bothersome feeling in the leg and foot but the patient said they are not comfortable doing that at this time. Troubleshooting was unable to be performed as the patient did not want to make any adjustments on their own. Patient wanted to speak with mdt rep that had been making the adjustments at hcp office. Patient said they did call hcp and were told to contact mdt. Email sent to field staff requesting assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) and patient. Patient called in because they had not gotten a call back from the rep. Patient said they felt stimulation going down their leg and into their foot on program. Patient said they contacted the healthcare provider (hcp) were told to get in contact with a rep. Patient services reviewed how to change programs. On programs 5 and 6 patient was not able to feel stimulation, on program 4 the patient could not increase past 6.4. Patient said they were not getting a message they just tapped the up arrow and nothing happened. On program 3 patient was not able to feel stimulation at 6.5. Patient services recommended patient follow up w/ the hcp's office to make an appointment to have the device checked.

Event description:
Additional information was received from the patient. They reported that they were feeling spasms and were urinating and wanted to change programs. Patient services helped the patient connect to their ins and change programs. Patient will maintain stimulation and adjust as necessary. Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of stimulation going down the patient's leg and into their foot was not determined. The hcp was unsure if it was due to the lead placement (good on x-ray) and/or the patient's body habitus. The hcp stated the cause of the patient not feeling stimulation was unknown and they were unsure about the cause (repeated lead placement and body habitus as possible causes). The hcp reported the cause of the inability to increase stimulation was not determined. They were able to increase stimulation, but the patient was unable to feel it. The hcp reported the patient was recently seen in office by their physician's assistant. The patient was reprogrammed to program 6 at 5.0 and felt good sensation in their bicycle seat area. This issue has not yet been resolved. The hcp stated the cause of the ap p arrows doing nothing when trying to increase was unknown. Patient follow-up was scheduled to see if any improvement on recent program.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.